Event description:
The customer reports that the swg (spring wire guide) could not be removed from the patient after a successful puncture, swg insertion and catheter insertion. The swg and the catheter were removed together, and a new set was used to continue the procedure.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly and lidstock for evaluation. The assembly was missing the cap. The catheter was not returned. Visual inspection of the guide wire revealed multiple kinks throughout of the guide wire body. Both the proximal and distal welds are full and spherical. The multiple kinks in the guidewire would have made removal difficult. Visual inspection of the catheter could not be completed because the catheter was not returned. There were multiple kinks observed in the guide wire body. The overall length of the guide wire measured 601mm which is within specification of 596-604mm per product drawing. The outer diameter of the guide wire measured .798mm which is within specification of .788-.826mm per product drawing. The returned guide wire passed through an inventory ars and introducer needle with minimal resistance expect for around the kinked areas. The returned guide wire was passed through an inventory 14ga catheter like the one provided in this kit. The guide wire passed through the catheter with minimal resistance except for the kinked areas. A manual tug test confirmed both welds are intact. A device history record review was completed with no relevant findings. The IFU provided with this kit warns the user "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. The report that the guide wire stuck in patient during use was confirmed through examination of the returned guide wire. The multiple kinks observed in the guide wire body would have made removal of the wire difficult. The returned guide wire met all relevant dimensional requirements and a device history record review was completed based on did not identify any manufacturing related issues. The probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the swg (spring wire guide) could not be removed from the patient after a successful puncture, swg insertion and catheter insertion. The swg and the catheter were removed together, and a new set was used to continue the procedure.